Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in april 2020, the patient started noticing a burning sensation at the pocket site when the ins was off or on. On may 12, 2020, the rep met with the patient. They noticed the battery site was "funky", which meant that the ins was almost laying horizontal in the pocket. The rep tested impedances using multiple reference electrodes and was getting high impedances (>40,000 ohms) on 6 of the 8 electrodes on the 0-7 contacts. It was noted the patient had put on a lot of weight since the covid-19 lockdown. Technical services reviewed that the burning was likely caused by the ins position in the pocket. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2022-04-15 10:13:12 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Continuation of d10: product ID 977a260; lot# serial# (B)(6) ;product type lead; product ID 977a260; lot# serial# (B)(6) ; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
N/a.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on may 14, 2020. The rep discussed the following information with the physician. It was reported that they did not have access to the patient's weight info. The patient was scheduled to see the physician (B)(6) 2020 to determine if imaging is needed to evaluate the cause of this event. The physician told the rep that they plan on replacing the entire system, but will determine that for sure after they see the patient on (B)(6) 2020. The patient confirmed they did not have any falls or trauma that could have contributed to the ins shifting to a horizontal position. No other information was provided to explain the cause of this event. No further complications were reported or anticipated.